Event description:
The customer reported that they had 5 units of plasma derived from whole blood with a red tinge, they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: two of the disposable sets were returned for evaluation. Hemolysis testing on these two units showed plasma hemoglobin results of 35.6 mg/dl and 41.7 mg/dl. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: two sets of blood bags (non-terumo bct) were received for investigation. It was confirmed that blood collected in the terumo bct bags had been filtered through leukocyte removal filters and then sterile docked to the non-terumo bct bags. Samples from the bags were centrifuged, and as a result, both samples showed a red tinge. The manufacturing and testing records were reviewed with no issues noted. Four retention samples from this production number were visually examined. Two bags were tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. The following are possible root causes: characteristics of blood e.g. Red blood cell fragility; bacterial contamination; excessively cooling - blood is gradually congealed and eventually hemolyzed if it is cooled below-3c.